Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The device was received with cracked reservoir tube lip, minor scratches on the display window, cracked at the display window corners.

Event description:
The customer's mother reported via phone call, the act button was giving issues to the customer. Issue has been observed a week ago. Customer's blood glucose was reported as good and numerical value wasn't provided. Currently the customer is still using the device. The device wasn't exposed to moisture, bumped, nor dropped. Customer is returning the device for analysis.